Event description:
It was reported that during a coronary stent procedure, balloon withdrawal difficulties were encountered following deployment. The lesion being treated was located in the severely calcified, 80% stenotic, mildly tortuous proximal left anterior descending (prox lad) artery. The lesion was predilated with a 3 x 10 pleon balloon that ruptured at 12 atms. The liberte' monorail stent was successfully deployed at 18 atms. The physician experienced balloon withdrawal difficulties following deployment, however, he was able to successfully remove the delivery device. The liberte' monorail stent was fully deployed and well apposed. The stent was post dilated with a quantum maverick balloon. A 6f introducer sheath, a rinceto guide wire and a jl4 guide catheter were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
The delivery device was disposed and the stent remained implanted in the pt, therefore, no analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.